Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation (B)(4) summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The results showed 3 episodes of ventricular nst=140 ms average v-cycle on (B)(6) 2011 in the timeframe between 11:03:40 and 11:03:44.

Event description:
It was reported that the non-sustained ventricular tachycardia (nst) episodes presented with short cycle length on both atrial and ventricular electrogram (egm) indicated of ac noise. The device is still in use. No patient complications have been reported as a result of this event.